Event description:
It was reported during implant attempt with a ventricle lead, positioning difficulties were encountered and eventually, it would not retract. Additionally, pacing thresholds and impedance increased. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed all conductors were distorted various locations at 18 and 27 centimeters. Damage at implant noted. Primary analysis findings noted no anomalies found, lead functionally normal.